Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in july 2013 and is almost 7 years old, well beyond the expected service life of 5 years. Visual inspection of the returned platform was performed and found no physical damage. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate requires deburring to remedy the issue. This type of drive shaft issue is the characteristics of normal wear and tear of the device. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data revealed system error 132 (internal watchdog timeout) error, thus confirming the reported complaint. The processor board was replaced to address the system error 132. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the patient use, the autopulse platform (sn (B)(4)) was used for 25 minutes without any issue. The platform prompted to replace the battery. After the battery replacement, the platform displayed a "system error, out of service, revert to manual CPR" message. The user immediately switched to manual CPR. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.